Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that she is having ongoing issues with air bubbles in the cartridges for her daughter's pump, and has been dealing with persistent high blood glucose (bg) levels. On (B)(6) 2013, the animas representative spoke to mom, confirmed the filling technique is correct, and explained that bubbles at the neck of the cartridge that do not travel down the tubing would not affect the bg values. Mom stated that the health care provider (hcp) is looking to adjust ratios, but would like to wait a few days to be sure this issue and the patient's current cold is resolved, before making these adjustments. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to air bubbles in the cartridge.

Manufacturer narrative:
(B)(4):the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
(B)(4):the following information was inadvertently added to the previous report: a leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. Please omit from the previous report.